Event description:
Event verbatim [preferred term] bad burning blisters after first use [burns second degree] , thermacare got too hot [device issue]. Case narrative:this is a spontaneous report from a contactable pharmacist. An elderly female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r44758, expiration date: aug2019) from an unspecified date in 2017 for the first time and for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in 2017, the patient reported using the heatwrap for the first time directly on her skin for 6 hours and experienced bad burning blisters. She stated the heatwrap got too hot. The patient mentioned she used the heatwrap directly against her skin as the pharmacist did not advise her not to use thermacare directly on the skin in an elderly person. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burn blister" and "heatwrap got too hot" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister" and "heatwrap got too hot" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in-process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Four burning blisters in the size of 0.5 to 2 cm, the burn blisters burst and the open areas were wet, and dark reddening of the skin [burns second degree] , thermacare was used directly on the skin under the care of the pharmacist (not regarding the warnings in the pil) [device use error] , thermacare got too hot [device issue] , . Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder and wrist) (device lot number: r44758, expiration date: aug2019) from (B)(6) 2017 for the first time for pain and tension in the neck. The patient's medical history was not reported. Concomitant medications included hydrochlorothiazide, ramipril (triatec hct) 1 df, 2 x/ day from an unspecified date for an unknown indication. On (B)(6) 2017, the patient reported using the heatwrap for the first time directly on her skin for 5 to 6 hours. When removing the heatwrap, it was realized the patient had experienced 4 burning blisters the size of 0.5 to 2.0 cm and dark reddening of the skin under the heatwrap. She stated the wrap had gotten too hot. The grandson reported his grandmother used the heatwrap after the advice of a qualified person of the pharmacy and the heatwrap was administered by them directly against her skin. The grandchild reported that his grandmother realized the development of warmth but thought that was normal. They were very surprised when they took the heatwrap off and saw the burn. The skin was immediately cooled, cleaned and cared with burning ointment. The grandson stated the burns were 2nd degree. On an unspecified date in (B)(6) 2017, the grandson reported the burn blisters burst and the open areas were wet. Action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures taken as a result of the events included: cooling, unspecified burning ointment on the first day and cleaning of the burning skin and burning ointment applied the next day. No surgical intervention was required as a result of the events. Clinical outcome of the events erythema and burn blister was resolving. Clinical outcome of the remaining events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in-process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (18may2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow up (19may2017): new information received from a contactable consumer (grandson of the patient) includes: patient details, concomitant medication, suspect product start date, suspect product indication, event onset date, reaction data (additional event device use error), therapeutic measures taken and events outcome. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burn blister", "used directly on the skin", and "heatwrap got too hot" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records do not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. There is evidence of device use error which most likely contributed to this incident.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in-process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Event verbatim [preferred term] four burning blisters in the size of 0.5 to 2 cm, the burn blisters burst and the open areas were wet, and dark reddening of the skin [burns second degree] , thermacare was used directly on the skin under the care of the pharmacist (not regarding the warnings in the pil) [device use error] , thermacare got too hot [device issue] , . Case narrative:this is a spontaneous report from a contactable pharmacist and a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r44758, expiration date: aug2019) from (B)(6) 2017 for the first time for pain and tension in the neck. The patient's medical history was not reported. Concomitant medications included hydrochlorothiazide, ramipril (triatec hct) 1 df, 2 x/ day from an unspecified date for an unknown indication. On (B)(6) 2017, the patient reported using the heatwrap for the first time directly on her skin for 5 to 6 hours. When removing the heatwrap, it was realized the patient had experienced 4 burning blisters the size of 0.5 to 2.0 cm and dark reddening of the skin under the heatwrap. She stated the wrap had gotten too hot. The grandson reported his grandmother used the heatwrap after the advice of a qualified person of the pharmacy and the heatwrap was administered by them directly against her skin. The grandchild reported that his grandmother realized the development of warmth but thought that was normal. They were very surprised when they took the heatwrap off and saw the burn. The skin was immediately cooled, cleaned and cared with burning ointment. The grandson stated the burns were 2nd degree. On an unspecified date in (B)(6) 2017, the grandson reported the burn blisters burst and the open areas were wet. Upon follow up he also reported unfortunately the healing process is relatively slow, partly due to the fact that the burnings are considerable, and partly due to the advanced age of the patient. Action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures taken as a result of the events included: cooling, unspecified burning ointment on the first day and cleaning of the burning skin and burning ointment applied the next day. She also received an additional cream from her family doctor (gentamicina e betabetasone pensa 0.1 + 0.1 % crema) for tending of the affected skin spots. No surgical intervention was required as a result of the events. Clinical outcome of the events erythema, burn blister, healing process is relatively slow was resolving. Clinical outcome of the remaining events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in-process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (18may2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (19may2017): new information received from a contactable consumer (grandson of the patient) includes: patient details, concomitant medication, suspect product start date, suspect product indication, event onset date, reaction data (additional event device use error), therapeutic measures taken and events outcome. Follow-up attempts are completed. No further information is expected. Follow-up (23may2017): new information received from the same reportable consumer (grandson of the patient) included reaction data (additional event of the healing process is relatively slow and additional therapeutic measures)., comment: based on the information provided, the events of "burn blister", "used directly on the skin", and "heatwrap got too hot" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The event "the healing process is relatively slow" is considered non serious and not associated with the use of the device, but the advanced age of the patient more likely contributed to the slow healing process. The review of the lot/batch records do not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. There is evidence of device use error which most likely contributed to this incident.